Event description:
It was reported that during device replacement, this right ventricular (rv) lead coating was torn exposing the wires inside. Hence, the lead was surgically abandoned. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.